Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens did not inject properly and that the lens required suturing. The additional information received identifies that there was resistance as the lens left the injector nozzle. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric batch 073219135 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 21st october 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens did not inject correctly and required suturing.